Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper and lower case being broken. Analysis also found that the battery drawer, battery release and lead flex cover were contaminated. It was also noted that the heart block, two case screws and two bails were missing.

Event description:
It was reported the device needs new cases. The inside of the case was reported to be "fairly disintegrated." Parts were originally ordered for the outside case, but the cases are missing screw parts, so it was sent for case repair. There was no patient involvement.